Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the abbott diabetes care (adc) device. The customer reported experiencing a bleeding, swelling, pain, purulent discharge and infection at the adc device insertion site. The customer had contact with a healthcare professional (hcp) who cleaned, disinfected, applied bandage on the wound and prescribed clavamox orally three times a day for one week. There was no report of death or permanent impairment associated with this event.